Manufacturer narrative:
Additional information was requested from the reporter. If additional details are received, a follow up report will be sent. The unit was triaged and the reported issue could not be confirmed at this time; the device went through and passed both average rotor timing and volumetric accuracy testing. The device then went through and passed recertification with no faults found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported one patient was overfed but was not sure of what happened/negative impact.